Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one broken conductor wire at the yaw pulley exit, which is pointing away from the yaw pulley. The conductor insulation was not melted and no signs of arcing were present. Engineering concluded that the broken wire and grip together with the unbroken wire may have been touching tissue when the cautery was activated, thus causing the unexpected burning of the tissue.

Event description:
It was reported while cauterizing the seminal vesicles during the prostatectomy procedure it was noticed that the wires were broken at the distal tip of the maryland bipolar forceps instrument and the surrounding tissue were being cauterized by the wires. The planned surgical procedure was delayed approx. 20 minutes. The procedure was completed and no patient injury or adverse outcome was reported.